Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the power distribution (pd) was defective, with the power supply showing no dc output and emitting a burnt smell. To resolve this issue, the fse replaced the power supply, and the system booted up completely. After the replacement, the system was returned to good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.